Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump had multiple insulin pump error alarms. The customer's blood glucose value was 225 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer was able to clear the alarm and rewind the pump as well. The second recurrence of the error was also noted. The device will be returned for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. However, hal software error detected and the main arm cannot communicate with the motor arm are found in the device history file due to software errors.